Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 4965-25 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was bradycardic. It was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds, loss of capture, high/infinite impedance, and fracture. Both leads were capped and the system is planned to be replaced. No further patient complications have been reported as a result of this event.